Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that the insulin pump will not rewind or deliver insulin. The blood glucose reading at the time of the event was over 500 mg/dl. The customer was running high for a few days. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.